Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain in female'). In an adult female patient who had essure (batch no. 863688-not valid), inserted for female sterilisation. The patient's medical history included: uterine adhesions, cervicitis, endocervical squamous metaplasia, leiomyoma nos, paratubal cyst and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: coils on let: 1, coils on right: 1. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain. Lot number reported (863688) is not valid; lot number reported (863688) is invalid. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jul-2021, quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in female') in an adult female patient who had essure (batch no. 863688-not valid) inserted for female sterilisation. The patient's medical history included uterine adhesions, cervicitis, endocervical squamous metaplasia, leiomyoma nos, paratubal cyst and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: coils on let: 1, coils on right: 1. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number reported (863688) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2021: update of information (batch is not valid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in female') in an adult female patient who had essure (batch no. 863688) inserted for female sterilisation. The patient's medical history included uterine adhesions, cervicitis, endocervical squamous metaplasia, leiomyoma nos, paratubal cyst and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) -2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: coils on let: 1, coils on right: 1 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.